Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 14 october 2016. The fse performed cleaning and lubrication of x2 axis on loader. The engineer ran several rack rotation exercises with no errors.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was x axis adjustment and cleaning

Event description:
On (B)(6) 2016 a customer reported sp flag and message"unscheduled rack return" with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, ipth and hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results